Manufacturer narrative:
The drive support cap was inspected and no anomaly was noted. However, the insulin pump was received with a detached end cap and some cosmetic damage.

Event description:
Customer reported issues with the insulin pump. Customer states that the support cap keeps popping out every time. The blood glucose reading is unknown. Nothing further reported.